Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal tip was using a high-frequency treatment device without keeping a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: chapter 3.2 inspection of the endoscope chapter 4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the distal tip of the colonovideoscope was burned. There was no patient involvement.